Event description:
The patient received five cypher stents--two to the first obtuse marginal and three in the mid circumflex--as part of patient's inclusion in the bifurcation study. Two years later, the patient returned with evidence of mi as seen by EKG changes. One month later, angiography revealed restenosis in the om and mid cx cypher stents and the patient subsequently underwent CABG two days later. The patient was discharged one week later in good condition. The native vessels were the bifurcation of the cx and the first om, neither of which was reported as tortuous or calcified, and both of which had 80% preprocedure stenosis. The cx was 2mm in diameter. The cx lesion was a 24mm de novo with no preexisting clot. The first om was 2.5mm in diameter. The om lesion was a 24mm de novo with no clot. The sites were not predilated. There were a 2.5x18mm and a 2.5x8mm implanted in the first om, and two 2.5x18mm and a 2.5x8mm implanted in the cx, all at 14atm.